Event description:
Covidien received information from (B)(6) that during connecting alternating current (ac) cable a backup battery failure happened. The alarm was triggered. The pt was manually ventilated and switched another ventilator. No pt injury reported.

Manufacturer narrative:
(B)(4).